Event description:
The customer observed that an alinity ci-series vial rack (list number 04s64-01) had non-matching labels. Specifically, the barcoded label on the side of the vial rack was labeled m1200 and the label on the handle of the rack was labeled v5162. There was no patient involvement and no reported impact to patient management.

Manufacturer narrative:
During product evaluation, an issue was identified on the alinity ci vial rack (part number 04s64-01). It was noted that the identification number label on the rack handle does not match the sample rack barcode reader (bcr) label on the side of the rack. The barcode reader (bcr) label on the vial rack was read as m1200 by the system, however, when the customer located the sample rack, it was identified that the human-readable label on the side was incorrectly labeled as v5162. Further review of the sample carrier assembly drawing (30113212-108, rev b) identified the specification that the sample rack bcr label should match the human-readable rack label. This specification was compared to the photo provided in the current complaint and it was determined that the sample rack barcode reader (bcr) label did not match the human-readable label on the sample rack per the drawing requirements. The investigation identified and confirmed that the labeling process is a manual process and therefore susceptible to human error. There were no trends identified when reviewing internal data. No return was requested. The known impacted vendor lot has been contained. This issue has the potential to cause incorrect results, however, there have been no occurrences of incorrect results due to this issue. The risk assessment determined a low residual risk; therefore, no optional risk control measures are being pursued at this time. Based on the available information and investigation, a deficiency was identified for the alinity ci vial rack (part number 04s64-01) as the mismatch was identified between the alinity ci vial rack barcode label and the human-readable label, as it did not meet the specification requirement.